Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips weren't firing out of device. Then started firing there were malformed staples. No damage to patient's tissue. First firing the cystic duct was being clipped. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt or noise heard while firing the trigger? Unk.